Event description:
It was reported that the patient came in for a mitral valve replacement (mvr.) Upon interrogation, it was noted that the device battery was nearing elective replacement indicator (eri) and the right ventricle (rv) pacing capture threshold was high (2.5 v @ 0.4 ms). The physician decided to change-out the device while the patient was anesthetized for the mvr. The plan was to place a new epicardial rv pace/sense (p/s) lead to the new device with the existing rv shocking coils. The physician would then cap the chronic rv p/s electrode. The cathode of the epicardial rv lead was placed on the left ventricle and the anode on the rv. It was noted by the physician that there appeared to be a significant amount of fat and/or scar tissue on the epicardial surface. On the analyzer, the cathode of the epicardial rv did not capture and there was high threshold. Based on the lack of viable tissue on the epicardial surface, the physician decided to abort placing the epicardial lead . Ultimately the chronic lead was reconnected and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-45 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.